Event description:
Additional information: revision op report 2 dec 2021 diagnosis: mechanical failure of left total hip arthroplasty secondary to plastic wear. Revision of left hip with removal replacement of the head and liner. Findings: gross polyethylene failure. Substantial heterotopic ossification of the anterior-superior-posterior capsular tissue. Procedure: a capsulotomy was performed as the patient had rather substantial plastic disease evident on imaging; plastic debris was encountered. Examination of the stem itself showed some gapping around the proximal part of the stem but well fixed otherwise and so it was left in place. The liner was removed from the cup. There was significant wear superiorly. The liner itself was also rather friable. A negative pressure wound dressing was placed back to soft tissues. The patient was then awoken from anesthesia and transferred to the pacu. It was noted that during the course of the surgery the patient did go into atrial fibrillation. Examination of the patient's medical record not show any previous history of this, cardiology to be consulted.

Manufacturer narrative:
As a result of additional information received and investigation findings, the following fields have been updated: a2, a3, b5, b6, b7, and h6. H6: investigation results - the patient/gxl acetabular liner involved was reportedly revised due to ¿excessive wear¿, pain, and lack of mobility approximately 9 years and 7 months after the index surgery. However, the revised components were not returned to exactech for evaluation and no images or radiographs were provided. The revision reported may have been due to a combination of risk factors including but not limited to use error, implant positioning, and patient factors. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Manufacturer narrative:
Pending investigation. D10. Concomitants: (B)(6); 148-36-00 - 12/14 zirconia head 36mm rep by 170-36-00. (B)(6); 164-01-12 - element-stem, collarless w/ha, std offset, sz 12 .(B)(6); 180-00-56 - nv crown cup no hole 56mm group 3.

Event description:
As reported via legal documentation, this patient had a total hip arthroplasty (B)(6) 2012. Patient began to suffer symptoms associated with excessive wear including pain and lack of mobility. On or about (B)(6) 2021, approximately 9 years 7 months after their initial replacement, the patient underwent revision surgery. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.